Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture in the gastric antrum and the bulb/upper duodenal genu, performed on (B) (6) 2008. According to the complainant, 67 days post stent placement, the patient experienced gastric outlet obstruction symptoms and bleeding due to ingrowth. The stent was left implanted , and the patient received a second wallflex duodenal stent as treatment. The patient recovered and exited the study.

Manufacturer narrative:
(B) (4) (B) (4) - no code available (medical intervention required/bleeding). (B) (4) as the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.